Event description:
According to the reporter during a video-assisted thoracoscopic, during firing on the pulmonary artery the firing proceeded as normal. Though in the middle of the staple firing, the surgeon saw dark red blood and there were missing staples along the staple line. The staple line was incomplete centrally. The surgeon placed a sponge stick on the pulmonary artery and had to convert to a thoracotomy to suture the middle portion to the staple line where there were no staples formed. There was a blood loss of one unit and an imaging was done. Surgical time was extended by one hour and hospitalization was extended by three days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reload was attached to an rpa signia adapter. The rpa adapter was connected to the gen2 adapter black box running gen2 acc software. Data from the reload found the reload was from lot number ""n5b1787y"". The reload was loaded into a representative instrument (0784). The interlock was overridden and the reload was applied to test media. The test media was transected. The interlock was tested and found to function properly. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.